Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint rt046 mask had a malfunction which might have led to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the headgear strap of an rt046 non vented hospital full face mask broke during use. No patient consequence was reported.

Manufacturer narrative:
Ps298510 method: the complaint device was not available for investigation, however, the customer could provide photos of the complaint device. Results: visual inspection of the provided photographs revealed that the headgear layers were coming apart from two areas of the rt046 mask headgear. Conclusion: we were unable to determine the root cause of the reported damage found to the rt046 mask. The rt046 hospital non-vented full face mask features a mask base, seal, and headgear. The mask is intended to enable non-invasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital / institutional environment with patient monitoring in place. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 hospital non-vented full face mask. It also states the following: - inspect the mask for damage. Discard the mask if any parts are broken or if the seal is torn. - verify that the therapy device (i.e. Ventilator or flow source) including all alarms and safety systems are functioning correctly and that it is supplying the correct pressure(s). - ensure adequate patient monitoring is in place. - verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. - the mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. - this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A hospital in the UK reported via a fisher & paykel healthcare (fph) field representative that the headgear strap of an rt046 non vented hospital full face mask broke during use. No patient consequence was reported.